Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for a 6cm sigmoid stricture due to colon cancer, performed on (B) (6) 2010. According to the complainant, during deployment of the stent over the stricture, the nurse attempted unsuccessfully to reconstrain the stent for repositioning. Because the stent could not be reconstrained, the stent was deployed in the incorrect position. It was therefore necessary to deploy a second wallflex stent through the first one to complete the procedure. It was the opinion of the physician that this event resulted in a second stent needing to be placed and a procedure that took more effort and time. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (4) (medical intervention required), (stent, reconstrainment difficulty). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Examination of the returned device noted that the stent had been fully deployed and that the stent was not returned for analysis. A kink was noted in the shaft distal to the proximal end of the clear section on the outer sheath. There were a series of minor kinks noted along the clear section of outer sheath. There was no issue in the movement of the outer sheath proximally or distally. A kink was noted on the inner lumen distal to the stent holder. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colon stenting procedure for a 6cm sigmoid stricture due to colon cancer, performed on (B)(6), 2010. According to the complainant, during deployment of the stent over the stricture, the nurse attempted unsuccessfully to reconstrain the stent for repositioning. Because the stent could not be reconstrained, the stent was deployed in the incorrect position. It was therefore necessary to deploy a second wallflex stent through the first one to complete the procedure. It was the opinion of the physician that this event resulted in a second stent needing to be placed and a procedure that took more effort and time. The patient's condition at the conclusion of the procedure was reported to be "stable".